Event description:
I had a tkr on (B)(6) 2012, the implant MFR was zimmer nexgen. I got out of bed on (B)(6) 2015 as soon as I stood up I had severe pain in the right knee and leg. I made an appointment with a doctor at my place of employment, he took x-ray right and left knees and in the right knee it seen what he believed to be a broken implant part, he then referred me back to the surgeon that did the tkr, I took the xrays with me, the doctor reviewed them and stated that it was either a broken screw or that the screw had popped out of the implant. He advised that I go home and be extremely careful until the next monday (B)(6) 2015 which was when he had scheduled the revision surgery. He then confirmed after the surgery that it was indeed a broken screw in which he had to replace the entire bottom half of the implant. He also stated that of all tkr he has done that this was only the 2nd time he has ever seen this happen.